Manufacturer narrative:
Other text: returned device was received in poor physical condition. The device is dirty and the battery holder assembly is corroded. During the evaluation of the device, the tidal volume readings were low nd did not meet specifications. Upon opening the device, there were many loose components which contributed to the fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator had low tidal volume. No adverse patient effects were reported.